Event description:
During the application procedure, while the md was inserting two of the bone screws they broke. The screw fragments were left in the bone and new screw sites were drilled. The procedure was completed without further incident.